Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion with a significant bend of less than 90 degrees was located in a tortuous vessel. The lesion was pre-dilated with a balloon catheter resulting to 25% residual stenosis. Following pre-dilation, a 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was lifted during advancing the catheter to the lesion. The procedure was completed with a different device. No patient complications were reported.